Event description:
A meter to lab comparison test was made with the reporter's meter reading 116 mg/dl and the lab result 211 mg/dl. Tests were done in a fasting state, about 30 to 40 minutes apart. Reporer did not have any symptoms. A control solution test was not done due to lack of supplies.